Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, abdominal wall component separation and recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted dense adherence of the small intestine to the undersurface o the mesh. Using cautious dissection, multiple loops of small intestine were mobilized from the mesh. Multiple interloop adhesions were also divided to avoid potential post-operative small bowel obstruction. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced severe pain, inflammation, nausea, dense adhesions, scarring, bulging, loss of appetite, stress and anxiety. Other procedures are captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/23/2021.